Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device displayed error code 241.4140 was confirmed through laboratory testing however, the device was fully evaluated, and the reported error could not be replicated. There were no issues or anomalies identified during the inspection of the suspect device that was found to have been a potential contributing factor for the reported issue. All parts inspected were confirmed to be manufactured by bd. The event, error and battery logs were retrieved from the suspect pump module and concomitant pcu via alaris maintenance system (asm) v12.5 to ascertain programming and event details associated with the alleged incident. A log review of the event logs extracted from the received pcu showed the following information: drugid= 430 was selected: an infusion was programmed with a rate of 5 ml/h (vtbi) and a volume to be infused of 100 ml at 11:26 am. At 11:28:15 am, a channel malfunction was displayed for the first time. The unit was turned off and removed. Subsequently, at 11:28:58 am, it was reconnected to the pcu. A new infusion was programmed with a rate of 5 ml/h and a vtbi of 99.91 ml. A channel malfunction was displayed again at 11:29:22 am. The unit was removed. Error logs extracted from suspect pump module, the error logs confirm and match with the reported date, two (2) instances of error code 241.4140.0 (sensor_broken_low_failure; severity=runtime_fatal_severity;) were noted on (B)(6) 2025, at 11:29:21 am and 11:28:15 am. Alaris system maintenance v12.5 was utilized to analyze the pressure sensor¿s operating voltage with the analog sensor task feature. The voltage for the bottle and patient side pressure sensors at zero force and full force on the suspect device. Voltage values from both pressure sensors were recorded within the specified range of operation (4.85v ¿ 5v for full force and 1.000v ± 0.154v for zero force). It was observed that both sensors were working within the specified voltage values once the pressure was released or the sensors were pressed following the procedure an infusion was programmed: rate: 500 ml/h and vtbi: 1000 ml was allowed for two (2) hours. The infusion was completed, with no code errors or alarms. Error code 240.4150 did not reappear. Based on the description provided by the facility, fluid-side occlusion and patient-side occlusion tasks were performed. These tests passed without errors, within the specifications. Additionally, a preventive maintenance routine was performed to verify the pump module functionality. The maintenance routine was completed successfully without errors or failures. The bd alaris¿ pcu and pump module technical service manual explained that error code 241.4140 is a produced by the voltage is too low on the pump module. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the device displaying error code 241.4140 was confirmed through log analysis; however, it was not replicated during laboratory testing. The returned device was thoroughly evaluated, and no problems or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed error code 241.4140 during end user education. Instructor demonstrated auto restart on bd alaris pump module by having end users clamp roller clamp on bd alaris pump tubing (2420-0007). End user closed roller clamp to occlude the line and performed action three times to trigger a patient side occlusion or demo of the auto restart configuration. Current auto restart configuration is set to 4 attempts per unc corporate data set. Channel error message populated all three times during this activity. Instructor had clinician detach and reattach pump module and recurring channel error message continued to populate with each occlusion of pump tubing. Bd alaris pc unit and pump module was pulled from classroom use, tubing, IV fluid bag is included with sequestered device. Error code 241.4140 was found at the time of the events for the bd alaris pump module when bd technical practice consultant pulled the pump into maintenance mode. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed error code 241.4140 during end user education. Instructor demonstrated auto restart on bd alaris pump module by having end users clamp roller clamp on bd alaris pump tubing (2420-0007). End user closed roller clamp to occlude the line and performed action three times to trigger a patient side occlusion or demo of the auto restart configuration. Current auto restart configuration is set to 4 attempts per unc corporate data set. Channel error message populated all three times during this activity. Instructor had clinician detach and reattach pump module and recurring channel error message continued to populate with each occlusion of pump tubing. Bd alaris pc unit and pump module was pulled from classroom use, tubing, IV fluid bag is included with sequestered device. Error code 241.4140 was found at the time of the events for the bd alaris pump module when bd technical practice consultant pulled the pump into maintenance mode. There was no patient involvement.